Manufacturer narrative:
A ge svc rep performed an on site investigation. The left monitor was replaced during the svc call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the left monitor on the 6800 system went blank. No pt injury was reported.